Manufacturer narrative:
(B)(6). Physio-control provided the customer with technical assistance. Physio also advised the customer that parts and service is no longer available for their device due to it no longer being supported by physio. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.